Event description:
Pt status post occipital fusion and decompression returned to surgeon for a f/u visit. Pt complained of discomfort and an x-ray showed the rod connectors on the occipital plate-medial had pulled through the plate. Surgeon removed the plate and screws and revised the pt to a new occipital plate and screws.

Manufacturer narrative:
Add'l info has been requested. The investigation could not be completed. No conclusion could be drawn, as no product was returned. A device history record review has been requested.